Event description:
The reporter stated the surgeon inserted a 24.0 se/3.5 diopter aa4203tf toric silicone single piece lens and the lens tore. The lens was removed with no pt injury and another same model lens was implanted. The reporter stated the cause of the torn lens was due to the injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the cartridge was not returned for evaluation.